Event description:
A us distributor contacted zoll to report that the patient developed an open wound from the ucor hfams patch. The patient described the area as open, red and bumpy around most of patch, there were no allegations of any bleeding, oozing or weeping wounds. The patient stated they do have a history of sensitive skin and /or allergies. There was no alleged device malfunction contributing to the irritation. There is no indication that the patient received medical intervention. The outcome of the skin irritation is unknown.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces.